Event description:
Caller reported that pt has an abbott scs system implanted and that it is not working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).